Event description:
Patient presented to computed tomography (CT) for mediastinal mass biopsy. Prior to biopsy being performed, the interventional radiology (ir) doctor engages the biopsy gun and fires it to assure it is in working condition. This is done also to inform the patient of the noise that they will hear, when the biopsy is actually performed. Ir doctor engaged the device to fire prior to biopsy and the device failed. The device was never used on the patient. Due to failure of device, it was removed from the sterile field and a new device was opened.